Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given manual injections, intravenous (IV) fluids for dehydration. The patient was prescribed zofran otd for nausea. The patient had acute kidney injury and lactic acidosis. The pod was worn between 4 and 24 hours on the leg. The patient was discharged after 9 hours.

Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The damage did not affect the ability of fluid to flow through the fluid path. No other damages or defects were observed.